Event description:
It was reported that a patient presented in clinic for follow-up. Upon interrogation it was observed that the right ventricular lead exhibited high pacing impedance. The lead was capped and replaced on (B)(6) 2021. The patient condition was stable post-procedure.